Manufacturer narrative:
Corrections: annex g - component desc 1 was updated to g04077 - jaw. Annex c - inv findings desc 1 was updated to c0706 - stress problem identified. Annex c - inv findings desc 2 was updated to c070603 - separation problem.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the instrument was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. One of the remove levers was found bent at its base. As result of this bending the instrument could not be properly installed on the in-hose system arm and failed the recognition test. The instrument was reinstalled without housing and it was successfully recognized. One of the ears of the clamp arm joint was also found broken, causing clamp arm to dislodge from the inner tube. The clamp arm was found to have breakage of the teflon pad at the tip. A piece approximately 1.5mm x 1.0mm was found to be broken off, confirming that a fragment detached from the instrument. The separated piece was not returned. The probable root cause is due to use conditions.